Event description:
It was reported via repair work order that the base channel extension cable was found to have exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.